Manufacturer narrative:
Merete was informed by a distributor in (B)(6) that discrepancies between product labeling and a marketing label occurred. The discrepancy is evident as the product label, clearly indicating a cp20120/ lot: ms2117816, which is a size 20 mm staple, but the marketing label indicating the device as a size 25 mm staple. The mislabeled marketing label is affixed on the complete lot. Therefore a recall of this lot was initiated. Other lots and products can be excluded since the failure is not transferable. Please note: this report is filed with the FDA due to a malfunction which could lead to serious injury with a device that is also placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Merete was informed by a distributor in (B)(6) that discrepancies between product labeling and a marketing label occurred. The discrepancy is evident as the product label, clearly indicating a cp20120/ lot: ms2117816, which is a size 20 mm staple, but the marketing label indicating the device as a size 25 mm staple.